Event description:
Had severe pain in uterus and constant bleeding. Was very painful when taken out. Finally ended up with a hysterectomy in 1985. Rptr called some number at one time and they said there may be more settlement for rptr after the other pts are paid.